Event description:
It was reported that patient underwent a procedure utilizing a broach handle on an unknown date. During the procedure, the plastic bearing located around the bearing pin (axis) fractured into two pieces. There was no report of the fractured pieces falling into the patient's wound. There was no patient injury and no delay in the procedure as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Evaluation of returned device found the plastic piece to be within specification.